Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-04-04 h.6. Investigation summary: bd did receive 94 samples from the customer in support of this complaint. 2 out of 94 samples were already filled with water and a piece of stopper material was observed in the tubes. Additionally, 92 unused returned samples were visually inspected and no defects were found. Also, 10 returned tubes were functionally tested and no stopper materials were found in the tubes. 1 photo has been attached by the customer in support of this complaint. Evaluation of the photo indicated a red piece stopper material the tube. Furthermore, 100 retained samples from the bd inventory were visually observed, and no foreign matter was found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photos and returned samples provided. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements h3 other text : see h.10.

Event description:
It was reported that prior to use with 2 bd vacutainer® z (no additive) plus urine tube "red" foreign matter was discovered in tubes. The following information was provided by the initial reporter: red objects found inside tubes. Tubes filled with water - objects are floating inside the tubes. Before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 2 bd vacutainer® z (no additive) plus urine tube "red" foreign matter was discovered in tubes. The following information was provided by the initial reporter: red objects found inside tubes. Tubes filled with water - objects are floating inside the tubes before use.